Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The instrument was received engaged with the reload. The instrument firing knobs were fully advanced. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. The reload was then loaded onto the subject instrument for functional testing. The reload was cycled without hesitation or binding and the jaws opened after the instrument firing knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again the instrument was loaded with representative straight and roticulator* loading units from the pmv inventory and found to be fully functional. The instrument loaded, clamped, cycled fully, opened and unloaded repeatedly without difficulty the returned products as received by medtronic were found to meet specifications and the reported condition was confirmed. A review of the instrument device history records indicates this device lot number was released meeting all specifications. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of this condition can occur if the black firing knobs are not retracted after firing the instrument. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the handle was jammed after firing, so the knife could not be retracted to open the instrument. The device locked on tissue and was removed by cutting around the surrounding tissue. No other adverse events were reported.